Event description:
The manufacturer received information alleging a trilogy ev300 device failed preliminary system test active exhalation verification pilot reading. There was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed preliminary system test active exhalation verification pilot reading. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the customer's complaint was confirmed. The technician replaced the 3-way solenoid valve, which resolved the active exhalation verification pilot reading issue. The technician performed a full performance verification, and all tests passed.